Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/20/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer answered and says he does not remember speaking with us and that we have the wrong person.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 208, 177, 211, 197 and 179 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is 02/2019. The meter memory was reviewed for previous test result history: (B)(6).